Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia and migraine had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had recovered from following events"dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, vaginal infection, migraine, headache and tumors". Surgical pathology: endometrial polyp. Extensive adenomyosis. Leiomyoma measuring 2 cm in maximal dimension. Nabothian cyst of cervix. Proliferative endometrium. No evidence of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones was confirmed in patients medical record: menorrhagia and dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Previously reported event ¿injury¿ was updated to more specified events¿ pelvic pain, dysmenorrhea (cramping), dyspareunia (pain during intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, migraine/headache and tumors¿. Reporter information, demographics, lab data and essure indication (amended) were added. On 8-oct-2019: plaintiff fact sheet and medical record received. Abnormal bleeding (vaginal) and lower abdominal pain was added. This case is medically confirmed. Reporter information, demographics and essure removal date were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.